Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was presenting with double beep with cassette during testing. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper sticker was removed. During functional check, the reported complaint was not duplicated. The device was plugged in with a test cassette and powered up for ten minutes and there was no double beeping. The battery loss alarm test was performed and passed. However, event log was found with multiple no disposable alarms. The downstream occlusion sensor was defective; it was replaced.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper sticker was removed. During functional check, the reported complaint was not duplicated. The device was plugged in with a test cassette and powered up for ten minutes and there was no double beeping. The battery loss alarm test was performed and passed. However, event log was found with multiple no disposable alarms. The downstream occlusion sensor was defective; it was replaced.